Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain episodes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain episodes"), ligament pain ("ligament pain episodes"), myalgia ("muscular pain episodes"), fatigue ("intense fatigue"), depression ("bout of depression") and menorrhagia ("haemorrhagic menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, ligament pain, myalgia, fatigue, depression and menorrhagia outcome was unknown. The reporter considered arthralgia, depression, fatigue, ligament pain, menorrhagia, myalgia and pelvic pain to be related to essure. The reporter commented: hysterectomy was planned on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 19-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.531 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.